Event description:
This lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2013. A call placed to technical services on (B)(6) 2013 states that this lead is not sensing properly. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).